Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated after reviewing the patient's oral health condition and history, including history of periodontal disease, advised the patient that continued use of unsupervised orthodontic treatment could compromise their dental health. It has been determined that the orthodontic care being provided was insufficient to meet their clinical needs. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.